Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a left superficial femoral artery interventional procedure, using a 6f sheath. The device was flushed prior to use. Reportedly, during use, no brisk pulsatile flow was seen at the marker lumen. The device was reflushed and reinserted but no pulsatile flow was present. A second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of no pulsatile blood flow at marker lumen was not confirmed. Dried blood was observed on device and within the marker lumen tube. This indicated that the device was introduced into the patient anatomy and arterial blood marking was achieved. Marking patency was performed and the device was patent. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to achieve arterial blood marking/ no brisk pulsatile flow incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.